Manufacturer narrative:
(B)(4) - if additional information becomes available a follow up MDR will be submitted.

Event description:
Customer stated " during nasal surgery, snowden penser 5990 metzenbaum was inverted into left nostril. Scissor fragmented. Non-intact instrument was noticed when removed from nostril. Fragment was retrieved by surgeon and xray done of face to rule out residual material. Instrument removed from sterile field, decontaminated and sterilized. No loss function or adverse event to patient. Central processing has no prior complaints for instruments in this tray." Sample and lot unknown, picture of defective part in email.  Part is snowden penser 5990 metzenbaum but customer did not specify part number.  Additional information 1/5/2015: it was reported that the procedure: septoplasty outcome: after piece was retrieved and verified under fluoro, the case was completed using another instrument.

Manufacturer narrative:
(B)(4): one (1) 32-5990 device was received for evaluation for the device fragmented during nasal surgery. Evaluation of the device by the manufacturing lead final adjust technician and the quality engineer confirmed that the device was broken. Visual observations of the returned scissor device revealed that the device is extremely worn and in a very poor, damaged condition most likely from many usages and reprocessing¿s throughout its years. The device was etched a93 showing that it was manufactured in 1993. The device is a very old instrument, from 1993, and has potentially been in use by the customer for 22 years and has never been repaired by carefusion before, meaning it has never been sent in for any kind of maintenance or repair. The device insert was broken on the bottom blade: ¾ inch of the insert was broken off (missing) and not returned. In addition, the distal tip was missing a piece at the end and the end of the blade was bent inward. The manner in which the bottom blade was bent inward and missing a piece at the tip, the device was most probably dropped or mishandled. Most likely encountered during reprocessing, set up, transportation or other types of handling. This type of mishandling created the additional stress in the insert which resulted in a crack and the insert eventually broke off during use. Examination of the top blade revealed that the bond line has given way (started to separate) between the insert and metal which gives it the appearance of being cracked most probable due to the many usages and reprocessing¿s throughout its years without being sent into carefusion for maintenance. The peck-joseph serrated scissors are delicate blades with tapered tips and are intended for trimming tissues. Although tungsten carbide instruments are manufactured to be durable and trouble free, some tungsten carbide instruments are more ¿delicate¿ in design and can be damaged if not properly handled. Extra care should be taken during cleaning and sterilizing. Tungsten carbide instruments should not be dropped or stacked at any time. If proper care is not taken, the tips of these tungsten carbide devices can be damaged or broken. Per instruction¿s for use, inspection and maintenance section, ¿proper care and handling is essential for satisfactory performance of any surgical device. Inspect devices before each use for broken, cracked, tarnished surfaces. Movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device¿. Defects in material or craftsmanship were not detected. The device is not repairable and does not meet the warranty requirements.